Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
The reported complaint was confirmed. The reported issue could not be duplicated during lab evaluation of the level module. The product surveillance technician (pst) connected the level detect module to a system 1 simulator, attached an alarm and an alert level sensor to the module. The level sensors¿ heads were attached to water reservoirs. No errors occurred during two days of operation. The pst removed the cover of the level detect module and found a wire loose. He temporarily connected the loose wire during initial testing which did not change the operation of the module. He installed the returned module¿s generic board into a lab use only (luo) level detect module and no errors occurred during two days of testing. He installed the returned module¿s application board into a luo level detect module and no errors occurred during two days of testing. The technician performed an automated test equipment (ate) test on the module with the discovered loose wire remaining disconnected, which it passed. The customer did not answer script questions. It is unknown how the customer attaches the level sensor mounting pads to the reservoir and mounting the sensors to it. The setup errors may cause inadequate coupling between the sensor and reservoir face, which may result in an audible alert/alarm. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The field service representative (fsr) verified intermittent level error. The fsr removed the suspect level module and installed a new level module. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part will be returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was a level sensor error. The customer changed out the cable that goes to the sensor block and they received the same error. As a result, an alternate system-1 unit was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.